Manufacturer narrative:
Device manufacturers only, 6. Adverse event problem (refer to coding manual), health effect clinical code 4530 added.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to corrosion on cocr modular neck.